Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge with irritation, burning, incontinence, dysuria, and hematuria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent a surgical procedure on (B)(6) 2013 for removal of the mesh and sling as well as cystoscopy and right stent placement. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.